Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The parent complaint (tw: (B)(4)) is being cancelled as it was created in error as it is duplicate to complaint # tw (B)(4). The incident was determined to be a duplicate report to complaint (B)(4) (authority mfg report number (2249723-2025-0002584). As a result, no follow up emdr is necessary. Please cancel in your database. Revert all sections to blank: b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units cable ECG port does not work, multiple cables was tried.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 initial reporter: (B)(6).